Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated her bladder symptoms are worsened since the begging of the evaluation. Patient believes her wires or her bandage might be in the wrong place. Patient thinks the lead wire may have migrated. She said the device on her back was twisted. Additional information reported 2 days later indicated that patient stated that she believes the device was not working. When troubleshooting they discovered the device was off. Turned the stimulation on and increased it to a comfortable level. Hopefully this will make it so patients perception will not be that her symptoms are worse than before. The issue was not resolved at the time of this report. The patient indicators for use are for non-obstructive urinary retention. No further complications were reported/anticipated.